Event description:
It was reported that the customer had unresponsive buttons, button error and moisture on the insulin pump. The customer blood glucose level was 94 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. No traces of moisture were noted on the electronic or motor assemblies. The pump also had a missing end cap sticker, a cracked lcd window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.